Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height legacy drawer 5 shown as not detected on bus. A field service engineer (fse) found that the full height legacy drawer pyxie bus controller was bad. Then the fse replaced the cubie drawer and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and could not be opened even after rebooting the system. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy which caused delay in dispensing. There were no adverse events or injuries reported based on this event.